Manufacturer narrative:
H.6. Investigation: we apologize that no samples were received for evaluation as they were misplaced. This is an unusual occurrence and we will work hard to prevent this from happening in the future. If the samples are found later, then this report will be updated. Two photos were provided. Both photos show the plunger rod with the foreign matter. From the photo we can conclude this is grease/ oil from the packaging machine. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringes had "either grease or mold" noticed on the plunger before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringes had "either grease or mold" noticed on the plunger before use.